Event description:
It was reported that the pump does not register the pca cord. During investigation found a cut dso seal. This malfunction makes the event reportable. There were no patient involvement and harm.

Manufacturer narrative:
Device was initially received for the complaint that the pump does not register the pca cord. During investigation found a cut dso seal. This malfunction makes the event reportable. Review of event log/alarm history found no event history related to the current complaint. There was no 12-month service history reported. The visual and functional testing was performed. The complaint was confirmed through remote dose test. During inspection also noted the dso seal was cut requiring replacement. The probable root cause was the resistor broken on pwa. The dso/uso sensor calibration was performed and passed all testing criteria during performance verification testing.